Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6)). The investigation was limited due to the unavailability of patient sample material for further analysis. A review of quality control and calibration data confirmed that the system was performing within specifications at the time of the event. A definitive conclusion regarding the root cause of the reported discrepant result could not be determined based on the available information.

Event description:
The initial reporter alleged a discrepant non-reactive result for theelecsys hbsag iiassay on the cobas e411 disk when compared to a competitor enzyme-linked immunosorbent assay (elisa) test. The competitor elisa test generated positive results with values of 2.458, 2.547, 2.960, and 2.969. Testing on the cobas e411 disk on 23-oct-2019 produced non-reactive results with values of 0.539 coi and 0.484 coi. Additional testing using reverse transcription polymerase chain reaction (rt-pcr) indicated that the target was not detected.